Manufacturer narrative:
This event has been treated in (B)(4). As the defective unit was not available for inspection and the units from the archives of samples were used in previous tests, it was not possible to determine the root cause of the claimed defect. The defect reported was not detected, therefore the batch is correct.

Event description:
Patient was scheduled on (B)(6) 2018 at 15.10 (approximation) for 5fu takedown. Patient called and stated that her infusor was finished at 08.30. At 10.10, a nurse arrived and inspected the infusor. As per nurse observation, the infusor was indeed complete. Based on the difference of the scheduled time and patient's called, the chemo infusion finished for about 6 ½ hours earlier than the expected time. In addition, patient stated that "this happens all the time, I'm not new to this device and it's always early".